Event description:
The patient reported that the display screen gradually became dim over the past year. He stated that he was unable to read the display outside, in the sun or in the shade. The patient confirmed that he was able to read the screen indoors. He stated that on (B)(6) 2012 he was working outside, was unable to read the screen, and removed the pump. The patient said that he normally sets a lower temporary basal rate on days when he is involved in manual labor and choose to remove the pump instead of setting the temporary basal rate. He stated that he did not check the blood glucose (bg) at the time he removed the pump or throughout the day until he returned home that evening. The patient reported that his bg was 500mg/dl; he denied symptoms of hyperglycemia; and he delivered a correction bolus that returned his bg to usual range a short time later. The patient reportedly continued to wear the pump without further incident and contacted customer support to obtain a replacement pump. This complaint is being reported because the patient experienced elevated bg after he disconnected the pump without the benefit of a backup plan for insulin delivery.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the display screen was found to be dim and miscolored. The screen was replaced and the contrast returned to normal.

Manufacturer narrative:
Although the patient reported a dim screen, it is unlikely that the alleged malfunction would directly cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient admitted that he discontinued use of the pump instead of returning indoors to view the display screen safely. The patient reported that the dimness of the screen had been gradually getting worse for one year and he did not contact customer support as instructed. The pump has been returned to animas for evaluation, but investigation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When the investigation is completed, a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.